Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary absence of glucose readings on the ilet while using a dexcom g7 continuous glucose monitor (cgm), and the blood glucose display returned as the call began, consistent with transient signal loss between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention. User support included troubleshooting and user education on temporary connection losses. Investigation of this case revealed a brief communication interruption consistent with known intermittent signal loss to the ilet only, with device function recovering without action. It was concluded, based on previously established findings for similar reports, that the cause was known communication interference resulting in temporary loss of data transmission.